Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling .

Event description:
It was reported that on (B)(6) 2013, a 2.25x18mm xience prime stent was implanted in the proximal right coronary artery (rca), 75% stenosed lesion. On (B)(6) 2015, restenosis of the proximal rca was noted. Balloon angioplasty was performed as treatment. On (B)(6) 2015, the event resolved without sequela. There was no additional information provided.